Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, older episodes of noise were observed; the atrial lead was suspected. No medical intervention was performed. The patient's condition post event was great.